Event description:
Knee erythema [erythema], joint stiffness [joint stiffness], warm knee [joint warmth], knee edema [joint swelling], knee pain [arthralgia]. Case description: spontaneous report received on 12-30-2008 and 01-02-2009 from a physician regarding his (B)(6) wife, (B)(6) with a history of knee osteoarthritis and prior series of synvisc injections in 2007. The patient received her first synvisc injection in (B)(6) 2008 (day not provided) and was reported as being uneventful. The second synvisc injection was given on (B)(6) 2008. On (B)(6)2008 ,the patient experienced knee erythema, warm knee, knee edema without intra-articular effusion and knee pain, that were unknown in intensity. The patient did not experience fever. The patient was treated with icepack, acetaminophen (paracetamol) and brexin (piroxicam) and rest was recommended. The treating physician indicated that the third synvisc injection will not be performed. The physician did not assess the relationship between the events and synvisc. As of the date of this report, the patient had not yet recovered (situation had improved and the patient was able to stand up from bed). For the adverse events experienced by this patient in 2007, please refer to manufacture control number (B)(4). Follow up information received on 01-09-2009 from the physician , regarding a (B)(6) female patient, (B)(6), with a history of gonarthritis grade 1 of the left knee and treated for five years with synvisc injections. In 2004, an arthroscopy was performed for medial and lateral meniscus lesion. In 2007, following the second synvisc injection, the patient experienced knee pain and knee stiffness. On (B)(6) 2008, the patient started a new series of synvisc injections, and the first one was uneventful. On (B)(6) 2008, the patient received the second synvisc injection. On (B)(6) 2008, the pt experienced knee erythema, knee warm, knee edema without intra-articular effusion, knee pain and knee stiffness, that were severe in intensity and serious according to the physician. The patient did not experience fever. The patient was treated with ice pack, rest, acetaminophen (paracetamol) and brexin (piroxicam) for four days. The knee edema regressed and the physician did not perform any puncture. The reaction following the second synvisc injection was much more important than what the patient experienced in 2007. The synvisc injections were permanently stopped. The physician assessed the relationship between the events and synvisc as definite. As of the date of receipt of this report, the patient was not recovered (she was still suffering of knee stiffness and knee pain while she was walking). On 01-12-2009, the investigations summary was received.

Manufacturer narrative:
Evaluation summary - the production and quality control documentation for lot number vo803 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.